Event description:
The customer reported that a patient died during an event which involved an unexpected shutdown.

Manufacturer narrative:
The customer reported that a patient died during an event which involved an unexpected shutdown. A follow-up report will be submitted after philips obtain more information about this event.